Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power issue. It was reported that "changing the battery the pump would not power on but after loosening the battery cap the pump was able to power on. No damage to battery cap, battery compartment, and no moisture in the pump." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no indication of a power issue. During testing, the battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours with no duplicated power issues. The pump case was removed, and no internal damage or moisture was found. The complaint was not duplicated.